Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he was hospitalized on (B)(6) 2016 due to a high blood glucose level. His blood glucose level was over 600 mg/dl. The customer was vomiting and not feeling well. The night before his sensor was changed, the insulin pump's screen went blank, and the battery appeared with no power. They were concerned about the diabetic ketoacidosis. The customer was given insulin drip. He was wearing the insulin pump at the time of the emergency room. The customer was released the next day. The customer continued to experience high blood glucose levels after his hospitalization. The device was not returned.